Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient felt stim was not the correct location (not hitting the right spot) and they tried changing program, but there were no other programs. He stated the stim is uncomfortable and plans to turn it down. Patient services redirected caller and the patient to the healthcare professional for programming. No further patient complications are anticipated or expected as a result of this event.